Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was on dialysis and passed out. It was reported that the customer was hospitalized. The pump was reported to have delivered too much insulin due to issues with the clock. It was reported that the customer had set the time twice as it was slow and insulin was delivered during the nice. The customer declined to speak to the help line.